Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that an eyelash was found inside a sterile packed trident psl acetabular shell.

Manufacturer narrative:
An event regarding foreign material involving the packaging of a trident liner was reported. The event was confirmed. Device evaluation and results: a visual inspection of the returned device noted a hair in the inner package of the unopened device. Medical records received and evaluation: not performed as there was no patient involvement. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: nc has been raised to investigate this issue further. The nc investigation determined that this is an isolated event.

Event description:
It was reported that an eyelash was found inside a sterile packed trident psl acetabular shell.